Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a pt of unknown gender, age, and origin. The pt was taking an unspecified medication for treatment of an unknown indication. On an unknown date, the patient reported that their second humapen ergo teal/ clear pen body lot# 40291 with clear cartridge holder attached did not work. It was stated that something was broken. Additionally the dosage window was defected, the patient could hardly read the number due to a visual handicap. This humapen ergo, teal/ clear pen body with clear cartridge holder attached is associated with cid00429602. The patient operated the device. It was unknown if the patient was trained. The patient used the model for an unknown period of time. The device was returned on 24-aug-06. Initial examination found two broken engagement tabs. However, after manufacturer analysis, this finding was not supported refer to results/ conclusion section. The humapen teal/clear pen body was not continued. Update 18-sep-2006: add'l info received 08-sep-2006: added lss analysis summary. Udpate 28-sep-2006: add'l info received 26-sep-2006 from product complaints database: updated lss analysis summary.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Information report. Evaluation summary: the actual device was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction has been shown to cause an underdose. In addition, the injection button was detached. This malfunction may result in an underdose. Corrective action, clear cartridge holder engagement tabs broken: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact your healthcare professional." Corrective action, detached injection button: a redesigned injection button, which will withstand higher forces, was implemented in february 2003 with lot 150203. Evidence of improper use/storage: information was provided by the reporter that the product was used improperly. The reporter is visually handicapped and operating the device, which is not recommended by the user manual. Also, the engineering investigation found tool marks consistent with mutilation incurred by removing the engagement tabs with pliers or shears and lateral cuts with an x-acto knife razor across the tabs. The engagement tabs were damage while in the field and is evidence of improper use. These misuses are relevant to the complaint and the investigation findings.